Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device would not open after sealing and scissors were used to cut the sealed tissue to remove the instrument. This occurred with two instruments within this surgery. A third device was opened and the procedure was completed without incident. There was no patient injury. The surgeon stated that he felt it may have been his technique that caused the problem. The other device used in this surgery can be found on MFR report # 1717344-2010-00311.